Manufacturer narrative:
An fse was dispatched who conducted follow-up with the customer over-the-phone to address the reported event. Fse advised customer to check if the main arm tip detach chute was full of tips.customer indicated that the chute is fullof tips.fse informed that the chute be removed and dislodged tips. Custome put back the chute unit. Fse follwed up the next day, everything was fine, customer ran qc without issues. No further action required by the field service. The most probable cause of the reported event was due to main arm chute issue. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2015, a customer reported error 2034 main arm control start delay and error 2050 scheduler control start delay with their aia-2000 analyzer. A field service engineer (fse) was dispatched on (B)(6) 2015 to address the reported event, which resulted in delay in reporting of patient results for pth. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.